Manufacturer narrative:
(B)(4). It was reported that the patient underwent the revision of the mesh on (B)(6) 2006 concurrently with the implant of obtryx (boston scientific).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) /2002 and mesh was implanted. The patient underwent another procedure on (B)(6) 2006 and obtryx was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.